Event description:
Pt with cordis external ventricular drainage set had been draining approx 50cc of csf every two hrs; the pt became lethargic & symptomatic for increased intracranial pressure when drainage suddenly stopped. The cordis system had been in use for two to four days. The only problem found was that drainage was not beling allowed to flow into the buretrol collection chamber. Csf was manually drawn from the shunt reservoir to relieve pressure and the system was changed. Csf began to flow easily at the same rate as previously. It is believed that the problem is in the dark red float at the top of the drainage entry system into the 75cc buretrol collection chamber. The exact lot number is not known. Lot available is 70797550.